Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. Customer's bg at time of report was 416 mg/dl. A bolus via the pump was delivered to address the bg. The customer did not know the cause of the high bg. The customer was currently experiencing an illness and was taking medication. The customer declined tandem customer technical support's (cts) offer to troubleshoot. Cts advised the customer to discuss the illness and high bg with a healthcare provider.